Event description:
It was reported by the distributor that while the physician was replacing the catheter with a new catheter, physician perforated the heart and the patient expired. No fault of the product has been suggested. It has been suggested that it was a clinician error in choosing a catheter which was too long.